Event description:
The device was used for a lung resection procedure. Reportedly, the instrument did not release from the tissue. No pt injury was reported.

Manufacturer narrative:
8/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.